Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the neurosurgeon tried to remove the electrode stylet, it got stuck halfway in. The doctor tried to pull it out but was unable to do so. It seemed as if the stylet was stuck. The surgeon removed the electrode and moved the stylet on the operating table and managed to insert it again and remove it, but when measuring impedance with the test cable, pole 3 was damaged. It was decided not to implant that electrode and to insert a replacement. The issue resolved. No patient complications were reported as a result of this event.

Event description:
Additional information clarified that pole 3 referred to contact 3. The cause of the stylet issue was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.